Manufacturer narrative:
(B)(4). The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance and is a spontaneous report by a baxter-employed nurse from (B)(6) of peritonitis coincident with dianeal pd2 ultrabag therapy. On an unreported date in (B)(6) 2011, the patient began treatment with dianeal pd2 ultrabag (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis. On an unreported date, the patient experienced a urinary tract infection. On (B)(6) 2011, the patient was hospitalized. On (B)(6) 2011, the patient began remedial therapy with fortum (1 gm, daily, ip) and reflin (1 gm, daily, ip). The patient was recovering from the peritonitis and remained hospitalized for treatment with fortum and reflin ongoing. The outcome of the uti was not reported. Dianeal therapy was ongoing. The nurse believed that the peritonitis was unrelated to dianeal therapy and was caused by the uti. The nurse did not provide an assessment of causality for the uti in relation to dianeal therapy.